Event description:
A patient reported blood glucose results of "195 and 286 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient was sent new control solution and test strips.